Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and colectomy ("colon resection") and experienced coagulopathy ("clotting issues") and device dislocation ("the coil relocated up my fallopian tube"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, colectomy, coagulopathy and device dislocation outcome was unknown. The reporter considered coagulopathy, colectomy, device dislocation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: device dislocation and reporter information were updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and colectomy ('colon resection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and colectomy (seriousness criterion medically significant) and experienced coagulopathy ("clotting issues"). At the time of the report, the medical device removal, colectomy and coagulopathy outcome was unknown. The reporter considered coagulopathy, colectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and colectomy ('colon resection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and colectomy (seriousness criterion medically significant) and experienced coagulopathy ("clotting issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, colectomy and coagulopathy outcome was unknown. The reporter considered coagulopathy, colectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.